Event description:
The catheter (subject device) was returned for analysis, and it was discovered that the appearance of polytetrafluoroethylene (ptfe) was present on the end of subject microcatheter patency mandrel. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was intact. The catheter tip was intact. The catheter hub was intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed without issue. A demo guidewire was inserted into the catheter shaft; the guidewire could not be advanced past 8.7cm from the proximal end of the hub. The 0.0158" was attempted to be advanced, the patency mandrel stopped 8.7cm from the proximal of the hub. The catheter was submerged in warm water. The functional tests were repeated; however, the guidewire and patency could not be advanced. The catheter shaft was cut 8.7cm from the proximal of the hub. The patency was advanced through the proximal part of the hub without issue. The patency was inserted though the distal end of the shaft and advanced thorough to the proximal end. What appeared to be (polytetrafluoroethylene) ptfe was present on the end of the patency mandrel when the mandrel exited the proximal end of the shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the catheter was flushed prior to inserting the guidewire. During analysis, it was noted that the catheter shaft was intact. The catheter was flushed without issue. A demo guidewire was inserted into the catheter shaft; the guidewire could not be advanced past 8.7cm from the proximal end of the hub. The 0.0158" was attempted to be advanced, the patency mandrel stopped 8.7cm from the proximal of the hub. The catheter was submerged in warm water. The functional tests were repeated; however, the guidewire and patency could not be advanced. The catheter shaft was cut 8.7cm from the proximal of the hub. The patency was advanced through the proximal part of the hub without issue. The patency was inserted though the distal end of the shaft and advanced thorough to the proximal end. What appeared to be (polytetrafluoroethylene) ptfe was present on the end of the patency mandrel when the mandrel exited the proximal end of the shaft. Based on a review of all available information and the analysis of the returned device it is probable that the (polytetrafluoroethylene) ptfe inner lining peeling was damaged when inserting the guidewire. If force was applied when inserting the guidewire, the ptfe inner lining may have been damaged. The as reported 'catheter difficulty advancing guidewire' as well as the analysed 'catheter shaft blocked/occluded', 'catheter shaft difficulty advancing guidewire', 'catheter shaft friction' and ¿catheter ptfe inner lining peeling' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.